Event description:
It was reported to bsc/target that, "the aneurysm was 5 mm in size with a wide neck. When the sentry balloon and transend - 10 wire combination was placed across the neck of the aneurysm and inflated while deploying the 1st coil, sentry balloon deflated on its own, due to a leak from the distal end of the balloon catheter. The sentry was replaced by another one and the procedure was completed. Ultravist - 300 was the contrast used with 50% dilution with saline." Upon evaluation on 8/7/2002 the balloon was found to be ruptured. Therefore, the complaint was filed with the FDA.